Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the reported lot expired on 05/15/2023. Root cause: expired product used. Source: web/email.

Event description:
Reported false positive sars result for 1 mildly symptomatic consumer (2 days post onset of symptoms). The consumer communicated the result was confirmed negative by another rapid antigen assay. The consumer had been using an expired quickvue otc test kit (off-label use). 2 additional consumer events were communicated which are captured on separate reports.